Manufacturer narrative:
No end user information provided. The product was evaluated and repaired by an independent repair center. A follow up will be sent if additional information is received.

Event description:
Per the independent repair center, the customer alleged problem is the unit alarms not functional. The key failure marked is the compressor is noisy. However, the power switch that has a short circuit and was replaced is the more probable reason the unit alarm is not functional/no alarm.